Event description:
It was reported that an infusion of piperacillin-tazobactam infused more slowly than expected. The routine infusion of piperacillin-tazobactam (4.5g in 100 ml 0.9% nacl) was intended to infuse at a rate of 25ml/hour with a total volume to be infused of 100ml. The medication was hung above a carrier fluid using secondary tubing. Carrier fluid - 100 ml bag ns (unused). However, the medication infused 100ml over 15 minutes. The event occurred at 2101. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of piperacillin-tazobactam was not able to be confirmed through review of the logs or was able to be replicated during the suspect pump module testing. The event was reported to have occurred on (B)(6) 2025. The event time was reported to be at 2101 (09:01 pm). The pump module was powered on attached on (B)(6) 2025 at 02:34 pm and was assigned channel b. At 03:00 pm, a new unit was attached to the pcu and suspect pump module was reassigned to channel c. The profile in use was identified as ¿adult¿. On (B)(6) 2025 at 09:00 pm, pump module s/n (B)(6) was selected and programmed a primary basic infusion with a rate of 50ml/h and a volume to be infused (vtbi) of 15ml. The infusion was started and recorded a primary volume infused (pvi) of 5.155ml, an accumulated from previous infusions. Suspect pump module s/n (B)(6) was immediately paused and received a remote IV infusion of ¿piperacillin-tazobactam¿ as secondary infusion with a duration of 4 hours, a vtbi of 100ml and a rate of 25ml/h. Infusion was started and recorded a secondary volume infused (svi) of 0ml. At 09:06 pm, suspect pump module s/n (B)(6) was selected and infusion was continued. At 09:07 pm, suspect pump module s/n (B)(6) was selected and alarmed for ¿operator walkaway¿. At 09:08 pm, suspect pump module s/n (B)(6) was selected and infusion was continued. At 09:20 pm, pump module s/n (B)(6) was selected and user modified dose to 15gram. The infusion was started and recorded a pvi of 78.422ml. At 09:21 pm, pump module s/n (B)(6) was selected and user modified vtbi to 20ml. The infusion was started and recorded a pvi of 78.485ml. At 09:51 pm, pump module s/n (B)(6) was selected and user modified dose to 12gram. The infusion was started and recorded a pvi of 92.793ml. Pump module s/n (B)(6) was selected and the infusion was continued. Pump module s/n (B)(6) was selected and user modified dose to 35gram. The infusion was started and recorded a pvi of 14.199ml. At 10:01 pm, pump module s/n (B)(6) was selected and user modified vtbi to 10ml and dose to 10gram. The infusion was started and recorded a pvi of 96.514ml. At 10:19 pm, pump module s/n (B)(6) was selected and user modified dose to 8gram. The infusion was started and recorded a pvi of 106.52ml. At 10:38 pm, pump module s/n (B)(6) completed infusion kvo and was selected and user modified vtbi to 5ml. The infusion was started and recorded a pvi of 106.744ml. Channel was selected and user modified dose to 7gram. The infusion was started and recorded a pvi of 706.762ml. At 10:51 pm, pump module s/n (B)(6) was selected and alarmed for ¿operator walkaway¿ and infusion was continued. At 11:01 pm, pump module s/n (B)(6) completed infusion kvo and was selected and user modified vtbi to 7ml. The infusion was started and recorded a pvi of 111.84ml. At 11:26 pm, pump module s/n (B)(6) was selected and user modified vtbi to 3ml. The infusion was started and recorded a pvi of 117.33ml. At 11:35 pm, pump module s/n (B)(6) completed infusion kvo and was selected and user modified vtbi to 5ml. The infusion was started and recorded a pvi of 23.127ml. At 11:40 pm, pump module s/n (B)(6) completed infusion kvo and was selected and user modified vtbi to 4ml. The infusion was started and recorded a pvi of 120.433ml. On (B)(6) 2025 at 12:00 am, pump module s/n (B)(6) completed infusion kvo and was selected and user modified vtbi to 2ml. The infusion was started and recorded a pvi of 124.625ml. At 12:09 am, pump module s/n (B)(6) completed infusion kvo and was selected and user modified vtbi to 2ml. The infusion was started and recorded a pvi of 126.751ml. At 12:11 am, pump module s/n (B)(6) received a remote IV infusion of unknown drug (drugid= 518) as primary infusion with a rate of 13.125ml/h and a vtbi of 250ml. The infusion was started and recorded a pvi of 127.192ml. Channel was selected and user modified vtbi to 225ml. The infusion was started and recorded a pvi of 127.212ml. At 12:12 am, pump module s/n (B)(6) was selected and received a remote IV infusion of unknown drug (drugid= 237) as primary infusion with a rate of 5.115ml/h and a vtbi of 100ml. The infusion was started and recorded a pvi of 26.416ml. Channel was selected and user modified vtbi to 85ml. The infusion was started and recorded a pvi of 26.431ml. At 01:01 am, suspect pump module s/n (B)(6) completed secondary infusion and switched to primary infusion with a rate of 50ml/h and a vtbi of 14.984ml. The infusion was started and recorded a pvi of 5.171ml and an svi of 100.01ml. At 01:19 am, suspect pump module s/n (B)(6) completed primary infusion kvo and channel was powered off. Recording a total pvi of 20.386ml and an svi of 100.01ml. No more infusions were recorded on this date for the suspect pump module. A review of the suspect pump module error log showed no errors or malfunctions relevant to the facility¿s complaint. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification, with no signs of unregulated flow observed. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for this investigation. Per alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported over infusion of piperacillin-tazobactam was not able to be identified during the investigation. The suspect pump module was found to be infusing within specification. No observances of unregulated flow was occurring during the testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion of piperacillin-tazobactam infused more slowly than expected. The routine infusion of piperacillin-tazobactam (4.5g in 100 ml 0.9% nacl) was intended to infuse at a rate of 25ml/hour with a total volume to be infused of 100ml. The medication was hung above a carrier fluid using secondary tubing. Carrier fluid - 100 ml bag ns (unused). However, the medication infused 100ml over 15 minutes. The event occurred at 2101. There was patient involvement, but no harm.